Event description:
The complaint states that "insufficient information for complaint classification" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the reporter left early in the morning and when she returned, she saw that the patient was trying to go outside, she said she knew something was wrong and she helped the patient back to bed. The patient tried to get up, but he fell on the floor, and he was out. The reporter called 911. She couldn't remember the patient¿s glucose reading at the time, but she mentioned that it was dropping fast and the only thing that she remembered was it reading low. When the paramedics came, they checked his glucose and said that it was too low. They gave him a bag of glucose IV and a few minutes later he started responding. And she fed him peanut butter crackers. They checked his glucose before leaving and it was 75 mg/dl and was feeling fine afterwards. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, no data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.